Event description:
Affiliate reported that the microsensor was zeroed without any problem in theatre. Once the patient was returned to the ward the icp reading was erratic, ranging from a reading of - 200 to + 400. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.